Event description:
A customer obtained erroneously high troponin (accutni) results on three different patient samples. The initial results were in the range of 0.00-2.00 ng/ml. The results were reported out of the lab and questioned by the physician. The samples were re-tested and obtained results were lower for all three patients. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was within specifications during this event. Ongoing wash collar vacuum errors were posted to the event log during the time frame of the erroneous results. Customer was advised by hotline to replace aspirate probes an the duckbill. The system check failed. A field service engineer (fse) was dispatched: the fse flushed the wash collar vacuum pump and replaced the peri-pump tubing. The fse ran a diagnostic testing and a 50 repetition precision run; all results passed within specifications. Hardware issues may have contributed to this event. A malfunction will be assumed for the purpose of this report.